Event description:
Reported issue: the package was found broken before use. No patient involvement.

Manufacturer narrative:
(B)(4). The customer provided two photos for evaluation. The reported complaint was able to be confirmed by the photos. The customer also returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. Deformation of the packaging was also observed. In addition , the top left edges of the packaging were observed to be cracked and open. The sterile barrier of the returned sample is compromised due to the packaging damage. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been previously opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). From the pictures provided the defect was confirmed as reported by the customer broken package - sterility compromised. However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause, and implement corrective actions. The device history review for the product visistat 35w 6/box lot# 73j2100447 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the package was found broken before use.